Event description:
Aventis case ID: (B)(4). Initial info for this spontaneous case was received from a physician on 01/15/2008 and from a nurse on 01/16/2008: this (B)(6) female pt received 2 injections of poly-l-lactic acid (sculptra) for cosmetic purpose. One injection was on (B)(6) 2007 and a second one on (B)(6) 2007. About a month after injections, she developed nodules in malar region. The pt developed "redness, acute inflammatory reaction, feels like rocks." Poly-l-lactic acid was reconstituted with 5cc saline and full amount injected in different regions of the face. Pt received lidocaine and topical anesthetic. Pt received saline injections (x3) as treatment measures and seems to be recovering from the event. Nurse is not sure if doctor plans to do a biopsy. No further medical info reported. Additional info for poly-l-lactic acid [sculptra] from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved batches manufactured in the united states. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, or damages detectable. Additional implant date: (B)(6) 2007. Conclusion: no faults detectable. Additional info for poly-l-lactic acid [sculptra] was received from the physician on 01/23/2008: the physician stated that the pt received the first injection on (B)(6) 2007 and the second on (B)(6) 2007. The physician reported that about one month after the injections, the pt developed nodules in the malar region, "there was redness, acute inflammatory reaction that now feels like rocks." Pt was being treated cosmetically in the cheeks. Physician reconstituted with 5 cc swfi (previously reported as saline), and 1 cc lidocaine. Since then, physician has been injecting saline to try and break up the "rock," with no success. Physician is avoiding steroids, and cannot exercise because the area is too large. She stated that the pt has been "suffering since (B)(6) 2007." No further medical info was provided.